Event description:
It was reported that the ventilator failed the internal leakage sub-test during the pre-use checks tests. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
The investigation has been completed, it is based on an evaluation of received logs. No parts were returned for investigation. The device logs confirm the reported issue on (B)(6) 2017, date of event is update accordingly. The safety valve was open when it should have been closed. The failed tests and technical error codes are consistent with previous complaint investigations were the failure was caused by a shorted capacitor in the safety valve circuit on the expiratory channel printed circuit board (pcb). The conclusion in this matter is that the reported issue was caused by a shorted capacitor on the expiratory channel pcb, that is part of the safety valve function. If the safety valve is open when it should be closed, it may lead to stop of ventilation. This will be detected during pre-use check and during ventilation by generated high priority alarms and a technical error code.

Event description:
(B)(4).